Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device with a replacement charger did not charge, and a replacement ilet was arranged; the device was considered nonfunctional and the issue aligned with premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.